Event description:
According to the reporter, during a procedure, the cartridge was only partially fired and the staple line was incomplete distally, there was poor staple formation. A new product was used to resolve the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.